Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, erbe errors were observed. Both the proctor and surgeon noted an unusual frequency of errors. It was noted that the energy cable had already been replaced and the erbe unit had been restarted between procedures. The procedure was completing as planned, and no patient injury was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Replaced erbe due to error c-33. Replacement in accordance with the procedure. Opto button mtml and mtmr were damaged (missing pad). Replaced opto buttons in accordance with the procedure. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.